Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. Upon interrogation of the implantable cardiac monitor, the device exhibited several episodes of bradycardia and cardiac pauses. The episodes were reviewed and found to be untrue pauses due to undersensing of the right ventricular signals. It was suspected that the undersensing episodes were caused by the patient's movements. The device was reprogrammed to prevent further undersensing on (B)(6) 2019. The patient was in stable condition and no further incident was reported.